Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker 4 capsular contracture and rupture.

Event description:
Patient reported "pain, grade IV contracture, rupture". Later, healthcare professional confirmed "baker 4 capsular contracture" and rupture via pfn. This record relates to the right side. Device remains implanted.